Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic appendectomy for appendicitis, a 5 mm forceps did not grasp properly, and a screw on the forceps came loose, preventing the instrument from being removed through the trocar. It was noted that the screw did not fell into the cavity. The forceps and trocar were removed simultaneously. Surgical time was extended by more than 30 minutes while attempts were made to remove the instrument, and the incision was extended by less than an inch. A new trocar was placed, and a new grasper was opened to complete the procedure.